Event description:
It was reported that the cadd solis legacy pump emitted double beep sound without cassette. The reported event occurred during testing. Reporter also stated that the pump had screen damage.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with damaged housing and screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was started in application and problems were found with the device double beeping with a cassette attached. The investigation reported that the pump downstream occlusion sensor caused the reported problem. Replace downstream sensor. Service replaced the pump downstream occlusion sensor and scratched screen to correct the reported problem. The problem source of the reported problem is unknown.